Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. The device history record (DHR) was not reviewed as the device serial number was not provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 33mm edwards surgical valve in the mitral position underwent valve-in-valve intervention after an unknown implant duration due to unknown reasons. The tmvr procedure was performed with a 29mm 9755rsl transcatheter valve and the patient remained stable throughout.